Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements following a revision procedure wherein the patient's implantable cardioverter defibrillator (ICD) was replaced with a competitor product. Measurements were noted to have increased from 130 to 145 ohms. There were no instances of noise observed and all other lead parameters remained within normal limits. No additional tests were performed and the physician has no plan of revising the patient's rv lead. No adverse patient effects were reported. This lead remains in service.